Manufacturer narrative:
The reported event of high capture threshold could not be confirmed. As received, the distal portion of a partial lead was returned in one piece measuring 72.0 cm. Electrical testing and x-ray examination did not find any indication of conductor fracture or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was found at 70.6 ¿ 70.9 cm from the distal tip breaching the two ring electrode cable lumens. This was consistent with friction to another device or feature of the patient anatomy.

Event description:
Related manufacturer reference number: 2017865-2021-27067. It was reported that the patient presented for a follow up in clinic. Device interrogation showed that the right ventricular lead exhibited low pacing impedance, and the left ventricular lead exhibited high capture threshold. Both leads were explanted and replaced. The patient was in stable condition.